Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred during pumping and the load sequence with multiple cartridges. Customer experienced a blood glucose (bg) level below 500 mg/dl and correction boluses were delivered to address bg. Reportedly, the customer reverted to alternate therapy for diabetes management.